Event description:
On (B)(6) 2011, patient reported persistent hyperglycemia despite bolusing through the infusion device. Blood glucose elevated above 600 mg/dl, and normal blood glucose range is 90-200 mg/dl. Patient had a dry mouth and felt tired. The bolus history contained all boluses that were programmed. The time, date, and basal rates were correct. No error messages were received on the infusion device. There was no leakage. Insulin flowed from infusion tubing as expected. Insulin cartridge, adapter, battery, and infusion set were used per specifications. Infusion device was not dropped or cracked, but insulin did spill in the cartridge compartment several months ago. Patient thought her infusion site was located on a "fatty cyst" on her stomach. Infusion site was changed during the call. Follow-up was completed on (B)(6) 2011. Patient switched to the backup infusion device using all new accessories and her blood glucose returned to normal. Patient does not have confidence in the insulin delivery of her primary infusion device. Infusion device was replaced and requested for evaluation. The patient did not require assistance from a health care professional or second party to address the issue.